Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aiming arm sleeve for guide wire seems to be bent or twisted. The locking sliding insert does not hold the sleeve; it can fall out of the locking mechanism. There was no patient harm. There was delay of the procedure for a maximum of two minutes. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hwc. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Laser etching is readable, color marking exists. The investigations from the work order show no deviation against the standard workflow. Test summary from the function follows: 1. Test from the function part number 03.010.407 did not show deviations. Part number 03.010.407 was manufactured according to the drawing. The returned instruments were checked for conformance to the specifications and for functioning; neither a product nor a function fault could be detected. The present instruments meet all measurable dimensions and were found to be in perfect working order. Further investigation regarding manufacturing and inspection records indicated no problems with the lot numbers in question. In addition these instruments are function checked per 100% before they leave the manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.